Manufacturer narrative:
Per tandem's pump user guide states: your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went swimming with the pump and a malfunction alarm occurred. Customer's blood glucose level was 235 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.